Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The contour® next ez meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Event description:
The customer reported that she obtained a blood glucose reading of 300 mg/dl with the contour® next ez meter. The customer was experiencing symptoms of hyperglycemia. No specific symptoms were provided. The customer called an ambulance and another test was performed with the paramedics' meter and obtained a reading of 546 mg/dl. The customer was taken to the hospital. The customer declined to provide any additional information. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
Despite the follow-up attempts, the customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour® next ez meter with serial # (B)(6), and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour® next ez (serial # (B)(6)) for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour® next test strips (lot # 3mheg02a) using blood spiked with glucose at 405 mg/dl and 133 mg/dl, as determined by ysi instrument in five replicates each. All tests recovered within the fit-for-use limits.